Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28may2020.

Event description:
The customer reported the (light emitting diode) led touch panel had partially reaction failure. There was no patient involvement.

Manufacturer narrative:
G4: 21jul2020 b4: (B)(6)2020 the manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective touchscreen o address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 08oct2020. B4: 09oct2020. D4: UDI#: (B)(4). The replaced touchscreen was received for internal failure analysis. It was determined that ul_lr and ur_ll resistances were out of specification, which caused the reported touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.